Manufacturer narrative:
A picture of the slight "burn" was reviewed by tandem's clinical affairs director and determined to be classified as a minor injury as the ¿burn¿ did not result in any third party assistance/intervention.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump became very hot while in the customer's pants pocket as the customer worked outside in the sun. Subsequently, the customer received a slight burn on the leg; no medical intervention or third party assistance was reported. After the customer went inside, the pump cooled down. There was no reported adverse impact to the customer's blood glucose. The customer reverted to alternate insulin therapy. No additional information was provided regarding this event.